Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor was seized, jammed and heavy moving. It was further determined that the device failed the following assessments at pretest: check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for fwd I rev mode ,check for untrue running, check for excessive noise , check the power with test bench: min. 110 to 160w, and check starting behavior. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the trigger on the compact air drive device was blocked, jammed and heavy moving. It was not reported if there were any delays in a scheduled surgical procedure. An identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.